Event description:
It was reported that the customer describes a problem with the masimo's ability to pick up sp02 and pr on pediatric patients in triage. Educator states that since they have been using masimo (5+ years) they have always had issues picking up sp02 on smaller pediatric patients, especially when they are in a hyperperfused state, febrile and often crying. She indicates that when they had nellcor, this was never a problem and it is very apparent with the masimo algorithm. She indicated she thinks the "masimo sp02 gets confused by the strong signal when a patient is hyperperfusing." She states she understands it works well in low perfusion, but not high perfusion. "This is very frustrating for triage staff as often they cannot pick up a reliable reading during the triage assessment and have to guess if the monitor is picking up properly." Staff have tried to change the site and ensure the sensor is lined up but this does not help. Customer states that the nellcor never used to struggle and that it can find the signal better. The customer mentioned when this is occurring often the pr is reading very low despite clinicians stating hr in high 100's. On average the site is using one lncs inf wrap sensor on 15+ patients in triage. Site is aware these are a single patient use sensor but cannot justify the cost for spot check in triage. Clinical specialist documenting this feedback spent 2 days in triage trying to replicate these complaints but was unable to produce this problem. Clinical specialist has also spent numerous days on site for education but poor staff turn out. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.